Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a mmprt procedure, when the firstpass mini bit of meniscus, the upper jaw broke and fell off in the joint. All the broken parts were removed from the patient. Surgery was resumed, after a 90 minutes delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The upper jaw and suture capture are detached. The suture capture was returned with device. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the trigger would initiate the needle. Due to the damage to suture capture cannot conduct suture test. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states an undated photo of the device along with a crack anchor was provided for review. The photo confirmed the reported firstpass mini breakage. It was communicated via e-mail that, ¿the cracked anchor in the attached photo is unrelated to the complaint.¿ per case details, the broken jaw was retrieved from the patient. The procedure was completed using a back-up device. Based on the information provided no clinical factors were found which would have contributed to the reported breakage. The patient's current condition is unknown and the patient impact beyond the reported extended surgical time could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.